Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00699, 0001822565-2019-006700, 0001822565-2019-006702, 0001822565-2019-006703, 0001822565-2019-006704, 0001822565-2019-006705, 0001822565-2019-006706, 0001822565-2019-006707, 0001822565-2019-006708, 0001822565-2019-006709, 0001822565-2019-006710, 0001822565-2019-006711, 0001822565-2019-006712, 0001822565-2019-006713, 0001822565-2019-006714 report source: foreign ¿ (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: distal posterior/lateral humeral plate left 5 holes 98 mm length, catalog: 47235800605, lot: 63127295; distal medial humeral plate left 3 holes 78 mm length catalog 47235800803 lot 61242929; 2.7 mm locking screw 30 mm length, catalog: 47482803002, lot: 62565058; 2.7 mm locking screw 30 mm length, catalog: 47482802402, lot: 62693593, qty. 2; 2.7 mm locking screw 30 mm length, catalog: 47482802202, lot: 62745473; 2.7 mm locking screw 30 mm length, catalog: 47482802002, lot: 63062886, qty. 3; 2.7 mm locking screw 30 mm length, catalog: 47482802002, lot: 63115808; 2.7 mm locking screw 30 mm length, catalog: 47482801802, lot: 63115789, qty. 4; 2.7 mm locking screw 30 mm length, catalog: 47482801602, lot: 63322230.

Event description:
It was reported that a plate and screws were removed approximately one year post implantation after the patient was experiencing ulna nerve discomfort. Corrosion was noted on the explants. No additional information is available.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.